Event description:
It was reported through the research article ¿prediction of survival after implantation of a fully magnetically levitated left ventricular assist device¿ that heartmate 3 (hm3) may be associated with death due to right heart failure, cardiac tamponade, infection, neurological events including stroke, organ failure, bleeding, device thrombus, thromboembolism, ischemic bowel, arrhythmia, outflow graft (ofg) obstruction, malfunction or misuse of the device, and other death. This retrospective study evaluated 2,200 patients who were a part of the abbott momentum 3 trial. Patients were randomly assigned: 1,540 patients were in the derivation cohort group, and 660 patients were in the validation cohort group. During the 2-year study follow up, it was found that 271 patients (17.6%) of the derivation cohort group had died, and 120 (18.2%) of the validation cohort group had died. 11.9% of the derivation cohort group and 13% of the validation cohort group died during their first year post-implant. The 391 total patient deaths were broken down by category. 166 (42.5%) of the total deaths were caused by heart failure or right heart failure. 55 (14.1%) of the total deaths were infection-related. 53 (13.6%) of the death were caused by stroke, and 17 (4.3%) of the total deaths were caused by neurological events, including anoxic brain injury, encephalopathy and intracranial bleed due to trauma. 17 (4.3%) of the total deaths were respiratory-related. 12 (3.1%) of the total deaths were caused by cardiac arrhythmia. 11 (2.8%) of the total deaths were bleeding-related. 11 (2.8%) of the total deaths were caused by driveline disconnect or user error. 5 (1.3%) of the total deaths were caused by device thrombus or ofg obstruction. 5 (1.3%) of the total deaths were caused by ischemic bowel. 9 (2.3%) of the total deaths were caused by cancer. 30 (7.7%) of the total deaths were caused by issues such as tamponade, myocardial infarction, failure of the liver or kidneys, trauma, thromboembolism, opioid overdose and failure to thrive.

Manufacturer narrative:
Sections a, d: specific patient information and device serial number were documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the same as published date (december 2022) since date of data collection was not provided. Multiple organ dysfunction syndrome - 3261 article details: mehra, m. R., et. Al. (2022). Prediction of survival after implantation of a fully magnetically levitated left ventricular assist device. Jacc: heart failure, 10(12), 948¿959. Https://doi.org/10.1016/j.jchf.2022.08.002 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported infections could not be conclusively determined through this evaluation. Additionally, the report of thrombus and outflow graft obstructions, as well as driveline disconnect events could not be confirmed as no images or log files were provided and no product was returned. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcomes could not be conclusively established through this evaluation. The research abstract titled ¿prediction of survival after implantation of a fully magnetically levitated left ventricular assist device¿, was received. This study sought to develop and validate a patient-specific risk score to accurately predict 1- and 2-year survival rates following device implant. The study concluded that the hm3 survival risk score with 6 components is a practical and easy-to-use tool to accurately predict 1- and 2-year survival rates following device implantation. The determined risk score can then be used to make informed decisions when considering hm3 therapy. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), bleeding, cardiac arrhythmia, infection (local, driveline, pump pocket), other neurological event (not stroke related), stroke, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, pericardial fluid collection, myocardial infarction, pump thrombosis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU and section 2 of the patient handbook advise the user to "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 5 of the IFU instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU, lists infection, thromboembolism, arrhythmia, and neurologic dysfunction as a potential late postimplant complications. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Additionally, section 6 includes a list of heartmate 3 patient assessments, including assessment of the patient's mental status and level of consciousness. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms, including driveline disconnect alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies and states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.